Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient called to get assistance checking if their battery was working. It was stated they noticed they had been feeling funny in the last 2-3 days. The patient synced with their patient programmer, and their patient programmer showed that stimulation was off. It was noted the patient had 2 implantable neurostimulators (ins). On the call, the patient used the patient programmer and checked both sides. The left ins was off so the patient turned it on. The patient then checked the right ins, and they first got the poor communication screen. It was stated they repositioned the antenna, powered down the patient programmer, and tried again. They were able to connect, and the right ins showed on and ok. At the end of the call, the patient stated they felt better already. It was stated the reported issue was resolved. No further patient complications have been reported as a result of this event. Additional information was received from the consumer stating the circumstances that led to the stimulation being off was the patient got to close to a magnet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.